Manufacturer narrative:
The customer verified performance of the access 2 immunoassay system by performing a passing system check and a passing fifteen (15) replicate access accutni+3 precision run.. The access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for one (1) patient. The customer obtained an elevated access accutni+3 result, above the normal reference range of the assay. The customer repeat tested the sample four (4) times on the same access 2 immunoassay system and obtained erratic results, above and within the normal reference range of the assay. The customer repeat tested the sample on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained results within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. The physician questioned the result. There was no report of patient injury or change in patient treatment associated with this event. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration, access accutni+3 precision run and system check, were within assay and instrument specifications. Samples are collected in lithium heparin plasma separator tubes. Samples are centrifuged at 4000 revolutions per minute (rpm) for four (4) minutes. The customer did not note any issues with sample integrity.